Event description:
The plaintiff's attorney alleged that the decedent expired on or about (B)(6), 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-01502 and 01503.